Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Deflation: observed two openings assessed as fold flaw opening and surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "desires removal deflated of biocell implant". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "desires removal deflated of biocell implant". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.